Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom "pump turned off," which was reproduced during evaluation. The device turned off without user input during evaluation when on ac power and the battery was removed. The pump did alert the user to a low battery and the log shows intermittent ac power. This is likely what the customer was referring to as the pump shutting off. The cause was determined to be a failed power cord. The failed power cord was replaced. Additional information: (B)(4).

Event description:
It was reported that a spectrum pump "turned off during versed (sedation)" (medication, programmed amount and delivery rate unknown) in the emergency department. The device was plugged in, but did not hold a charge. The customer also reported that the device was being used on a patient at the time of the shutdown, but there was no patient injury. The pump needed to be swapped out.